Manufacturer narrative:
Device evaluation completed on august 18, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 225cc breast implant had a line of shell wear on the anterior view and extending to the posterior view. Additionally, a tear (a) measuring approximately 0.5 cm was found within the shell wear on the posterior view. Leak testing was performed, in accordance with mentor procedures, and an additional tear (b) was observed within the shell wear on the anterior view, measuring approximately 0.3 cm. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receiving of the device, the device identity revealed as cat#:3542257, lot#: 6493050. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast augmentation with an unknown mentor silicone, 250cc prosthesis experienced bilateral rupture post procedure. The issue was diagnosed at the time of surgery. The patient underwent replacements as follow: l/ cat#:3507251mc, sn#: (B)(4) and r/ cat#:3507251mc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.